Manufacturer narrative:
Additional information received from the user facility states the facility identify the following organisms after culturing: tntc e.coli, e. Aerogenes, proteus, enterococcus. The scope was cultured in accordance to the cdc/FDA standards. The user facility reported that the endoscope is pre-cleaned according to the manufacturer¿s guidelines immediately after a procedure. The endoscope is being leak tested prior to manual cleaning using a veriscan lt leak tester. The endoscope is then manually cleaned with prolystica detergent manufactured by steris. Both the suction and air/water channels are brushed during manually cleaning with a single use olympus bw-412t brush. The medivators dsd aer with hld rapicide pa is used to reprocess the scope. The endoscope is stored in a ventilated cabinet. The minimum effective concentration is being checked after every cycle. The last preventative maintenance (pm) for the aer was performed in may and august of 2019. There have been no problems noted with the aer. The last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was in 2018. There have been no change in the facility¿s reprocessing personnel since the last on-site visit by an olympus ess. All the facility¿s reprocessing personnel trained on how to properly reprocess an endoscope.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the scope cultured positive for an unknown organism after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the device evaluation is still in progress. The device will be sent to our independent laboratory for microbial testing and cultured positive for bacillus idriensis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the returned device and was unable to find any signs of foreign material/substance/stain inside the biopsy channel, biopsy port, and suction port/channel when inspected with an olympus boroscope and telescope test equipment. There were scrape marks inside the biopsy channel wall from the bending section side. Additionally, there were also no signs of foreign substance/materials/stain found with the insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue. The scope passed the leak test. In addition, the bending section cover glue on both ends of the device are cracked/cracking. There were discoloration noted on the bending section cover glue, which most probable cause the cracked/cracking on the cement. Based on the evaluation findings, the cause of the reported complaint could not be determined as there was no abnormalities or foreign material/stain that would have contributed to the positive culture. The cause of the cracking/cracked bending section cover glue is due to chemical damage. The tear marks inside the biopsy channel wall is due to mishandling.